Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient but there was a mitral shoulder. The physician recaptured the closure device and removed the wds from the patient. A new 24mm wds was then used. The closure device was deployed in the patient but was under compressed. The physician recaptured and removed this wds from the patient. A new transseptal puncture was performed to reposition the deployment of the closure device. After the transseptal puncture was successfully completed the physician positioned a new was. A new 27mm wds was then inserted, and the closure device was deployed in the patient. The closure device deployed with a shoulder, so the physician recaptured and then redeployed the closure device in the laa. After this deployment the patient's blood pressure dropped. The closure device had perforated the back wall of the laa resulting in a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis before the patient went into the operating room for an open-heart surgery. The closure device was retrieved during the surgery and the laa was ligated. Post surgery the patient did not recover from this event and the patient died.